Event description:
A malfunction alarm was reported, but there were no notable events prior to the malfunction. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer received instructions on resetting the pump from technical support, successfully reset it, and the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue reappeared.